Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens and the haptic tore. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
H3: no lens was returned in the unit carton.